Event description:
It was reported that the pump was alarming but says stopped - no disposable alarm. Reviewed settings and tried to close the clamp. Attempted multiple clamps and they were not able to confirm they were closed. Powered the pump off. They suggested to have them show how to close and open the clamps. Reservoir volume was 10.6ml, rate was 2ml/hour, given was 81.40ml. Medication was 5fu. Patient was not affected. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.